Event description:
A customer reported receiving a reading of 360 mg/dl on his freestyle freedom blood glucose meter and taking 15 units of insulin based on the reading received. The customer also reported sweating profusely, feeling his sugar was very low and losing consciousness. The paramedics were called and treated him with an unk intravenous solution. There was no medical diagnosis of severe hypo- or hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer returned his meter. The reported readings on the date of the event were not found in the meter memory log. Device eval on the returned meter did not confirm the reading complaint and no new issues were observed. All results were within specification and no errors were observed during the control solution testing. This is the final report.